Event description:
I'm using a medtronic insulin pump. I noticed the pump was stuck on a low blood sugar reading for a couple of hours. I drank all sorts of lemonade ate a bunch of sugary things, and it was still saying it was 50 which is very low. That would typically prompt me to drink more sugar eat more sugar to raise my blood sugar. But I was feeling better, so I checked it on my blood testing meter, and it showed it was 129 which is good there were other times it was stuck on 50 when I had kept eating sugar and then I ate too much sugar, and it went sky high up until the high 300s 400s which could have put me in the hospital with diabetic ketoacidosis. Thank god it didn't. But they replaced the pump. It also did that with the previous pump. Along with some other issues. Which is why they replaced it. They just sent me another new pump. All I can do is help it works properly. But the fact that more than one pump malfunctioned in the same way is very concerning. And it could have put me in the hospital. I had a couple of conversations with medtronic customer service that is why they recommend a new pump and why they sent the new pump. I've gotten at least four replacement pumps from them for some malfunction on each one.